Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2015 with the following findings: there were no lines found through the display screen. The reported complaint was unable to be duplicated during investigation. Unrelated to the complaint, the text on the display screen was found to be dim, faded and reddish.

Event description:
On (B)(6) 2015, the reporter contacted animas stating there were lines through the display. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).